Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus elite drug-eluting stent (des) was advanced for treatment. However, during insertion, the stent was fractured. The procedure was completed with another promus elite des. No patient complications were reported.